Event description:
Patient called and repeated information about problems with bowels, said symptoms have gotten worse instead of better. Patient said had some other procedure which didn't work so hcp prescribed oxybutynin (15 mg.) In june and since then has lost about 35 lbs., without trying and her gastroenterologist is concerned. Patient is scheduled for upper gi series and CT scan. Reviewed compatibility. Patient said that when hcp switch programs her urinary incontinence went away.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they had increased urges and their pads were soaked. The patient stated that this had started about 3-4 weeks ago. The patient stated they didn¿t feel the stimulation and that they knew they were supposed to feel the stimulation in the pelvic area. The patient said that they felt the stimulation more on the inner buttocks and they went from left to right. The patient stated that they had never had any real pulsation in the vaginal area. The patient reported that they had been on many programs and that the last time the health care professional (hcp) had put them on program 7. The patient was noted to currently be on program 7 at 0.8 volts. The patient reported that their implant stuck out quite a bit and the hcp said they would do a procedure to tuck it back in. The patient said they did not want to do it now with the holidays. The patient said that they had never really had problems with their bowels but in the last month or so they would wake up at 6 am and they had to have a bowel movement. In the last week to week and a half they had three times where they have had bowel incontinence. The patient stated that they had wanted to know if they were doing anything wrong that could be causing these issues? The patient said that they had been using an electronic blood pressure cuff but noted that they had started using it before the symptoms started though. The patient reported they had been going to physical therapy from a care accident that they had 3 years ago prior to the implant and that they had hurt their elbow from doing too much therapy so they had a bandage with a magnet on it on the opposite side as the implant. The patient mentioned having an awful amount of pain at the implant site; that it felt really hot on one side and on one side it was cold. The patient said they had been sent 7 days of antibiotics. Troubleshooting had been unable to be performed as the patient had an appointment with the health care professional (hcp) on monday, ((B)(6) 2020) and they wanted to wait until then because they had troubles with adjusting the p rograms. The patient was redirected to their hcp to further address the issue and to see if their therapy needed to be adjusted or changed to a different program. No further complications were reported at this time.

Event description:
Patient called back to review MRI mode. Patient mentioned that they had not been using the therapy because it wasn't working as previously noted. Walked patient through activating MRI mode.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's physical therapy did not impact the device/therapy in any way. It was unknown if the bandage with a magnet on it affected the implant. The cause of the implant sticking out a little bit was unknown. The procedure to tuck the device back in was scheduled for (B)(6) 2021.the cause of the implant site feeling really hot on one side and cold on the other was unknown. The cause of the patient's described stimulation output issues was unknown. It was reported that a revision was planned for (B)(6) 2021, as such the reported issues had not been resolved. It was noted the device was still in use at the time of the response.